Manufacturer narrative:
This report is submitted on september 20, 2022.

Event description:
Per the clinic, the patient developed an infection due to extrusion of the electrode lead into the external auditory canal. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 31, 2022.